Manufacturer narrative:
A manufacturing evaluation was completed: beside the visible damage on the positioning groove the screw is intact. The microscopic examination shows post manufacturing damage; the positioning groove of the dhs/dcs® screw is slightly expanded and damaged; there are some dents visible on the inner side of the groove. As a result the proper function is not ensured and the lcp dhs® plate does not fit over the screw. The dimensions were checked at the intact area of the positioning groove and found to meet the specifications. The review of the production history revealed that the dhs/dcs® screw was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. No manufacturing related issue was identified and/or confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. (B)(4). The complainant part was not used during a surgical procedure and, therefore, was not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 7, 2015 - expiry date: september 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dynamic hip system screw did not fit into the connection screw/wrench. The issue was discovered on (B)(6) 2016, but there was no patient or surgical involvement noted. This report is 1 of 1 for (B)(4).